Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the info provided by the user facility in block b5 of the user facility medwatch report, information documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative and written responses from the user facility to a letter sent by cardinal health seeking additional info. The following info concerning the eval of the device is a summary of the info documented by the cardinal health tech support specialist and the cardinal health failure analysis lab tech. The cardinal health tech support specialist in conjunction with the user facility biomed determined that the root cause of the reported event was a faulty user interface module. The user interface module was rec'd into the cardinal health failure analysis lab. Since this is a known issue with the front panel of the user interface module no additional eval is necessary. The user facility was shipped a replacement user interface module to repair the device and return it to service.

Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. "Customer unit touch screen has a problem not responding, problem is intermittent, it works for a few days, screen cal is performed and a few days later starts acting up again. Unit was not on a pt, software rev. 3.7a, a ium is going to be order for this unit. Unit is under parts contract for 3 more years." The following descritpin of the event was copied from the user faiclity medwatch report rec'd from the FDA on 01/23/08. "During a routine ventilator check, I found that the touch screen on the ventilator was not responding to touch commands. The respiratory therapist tried unsuccessfully to resolve, troubleshoot, but quickly determined that the ventilator needed to be pulled from service." The info below is the user facility's response to a request by cardinal health. "Upon performing a routine ventilator/patient check, the respiratory therapist noticed that the touch screen on the ventilator was not repsonding to touch commands. He was unable to trouble-shoot/resolve the issue, so I removed it from service without complications. No alarm sounded."